Manufacturer narrative:
No device returned for testing, insufficient information provided. Due to the lot code not being provided, investigation cannot be initiated. No investigation could be completed due to insufficient information collected from end user.

Event description:
An end user reported that the syringes that were received from the north carolina harm reduction coalition were dull, came in different colored polybags, the needle caps were blue and the syringes were not packaged inside of the polybags but rather only inside of the box. The end user gave incredibly inconsistent reports of the state of the syringes such as later in the conversation contradicted their previous statements. User later reported that the needle caps were orange, packaged inside of sealed polybags and sealed when received. User did not have any information as to the syringes in question, no item or lot number could be collected for a proper investigation.